Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump had emitted call service alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:a review of the pump¿s history showed evidence of several call service alarms. The pump powered on during testing; however the display screen was blank and the pump displayed a sleep alarm after 15 minutes. The reported call service alarm could not be adequately investigated due to this. The pump¿s cover was removed and no damage was found to the display screen. A failed component was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.